Event description:
Approximately 7 months following cypher stent placement, the pt returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unk if any restenosis was present or if treatment was required. Indication fir initial evaluation is unk. The target lesion was identified as the mid left anterior descending artery with no lesion or vessel characteristics provided. Pre-dilation was performed with an unk balloon at 2.5 atms for 25 seconds. The stent was deployed at 15 atms for 27 seconds. It is unk if post-dilatation was performed.